Event description:
It was reported that the customer experienced a blood glucose (bg) was "low" (specific value was not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer did not address bg level and "went back to sleep as bg readings were trending upwards." Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged, but maintained allegation. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged control-iq and low bg issue could not be verified. Additionally, a different issue was identified (alarm 30 and alarm 20). The information will be used for tracking and trending purposes.